Manufacturer narrative:
(B)(4). Photo sent in for evaluation: additional narrative: ruptured condition confirmed. Photo evaluation confirmed a ruptured bladder in a footed position. No additional observation was noted from the photo. A batch review has been conducted which revealed product met all acceptance criteria for release. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through tier ii (B)(4).

Event description:
Baxter (B)(4) received a report that one intermate lv100 device ruptured 10 minutes prior to the end of conclusion. The device was filled with fabrazime (70mg) + nacl (150ml). Reportedly the prime has been performed without problem. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted